Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was having issues with the sensor readings not matching with the finger stick readings. Customer's blood glucose level was 440 mg/dl and his sensor glucose reading was 9.8 mg/dl. The customer received a calibration error. His sensor and blood glucose level difference was not within acceptable range. The customer miscalculated his food. The device was not returned.